Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated leads were being evaluated due to the patient experiencing an automobile accident. It was reported that the device checked out okay, however, the right ventricular defibrillation lead demonstrated an out-of-range shock impedance measurement of greater than 125 ohms.